Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It is unknown if the reprocessing steps at the material residue point were deviated from the instruction manual. Based on the results of the investigation, it is likely that the foreign material remained due to insufficient reprocessing. The foreign material was unable to be identified. The event can be prevented by following the instructions for use (IFU): IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: the label on suction connector was peeled; plastic distal end cover and light guide lens had a crack; objective lens had a chip; adhesive on bending section cover rubber had wear; and connecting tube had a scratch. Due to a chip on plastic distal end cover, the insulation resistance value at distal end does not meet the standard value. Due to wear of angle wire, the bending angle in down direction does not meet the standard value. Due to damage on charged coupled device unit, the image disappeared during angulation in up/down directions. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the colonovideoscope simply switched off for no apparent reason. The event was found during the process. There were no reports of patient harm. The device was returned and evaluated; the air/water tube, air/water cylinder and jet-tube had foreign material due to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.